Event description:
It was reported that during the implant procedure the implanted right ventricular (rv) lead was attempted due to the intracardiac pulse high value was decreased from 20mv to 2mv. When using the stylet to attempt to get good readings, the physician was unable to insert the stylet all the way to the tip. A different type of stylet and lead were used to complete the procedure. No additional adverse patient effects were reported.